Manufacturer narrative:
Alarm history and patient data file review identified no new alarms recorded in the freedom driver's eeprom. Visual inspection of internal and external components revealed no abnormalities. Freedom driver passed all sections of incoming functional testing. No additional testing was appropriate for this investigation. Failure investigation for this complaint could not confirm the reported issue via alarm history data review nor functional testing. The complaint was not replicated via functional or observational testing. The root cause of the customer reported alarm was unable to be determined. Failure investigation identified no other test failure, damage, or abnormalities that could have contributed to the customer reported alarm. Driver functioned as designed. Patient was switched to a back-up driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. (If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver red alarmed after a few minutes of supporting patient. The patient was switched to a back-up driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.